Manufacturer narrative:
Additional mdrs have been filed based on the same set of events: medwatch #2050012-2011-07627 (beckman coulter, inc. Report identifier (B)(4)). Medwatch #2050012-2011-07628 (beckman coulter, inc. Report identifier (B)(4)). (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneous triglyceride and magnesium results. Customer refused to troubleshoot the instrument or provide information until onsite service was provided. On the same day, the field service engineer (fse) inspected the instrument and replaced the reagent syringe drive assembly. After running 40 repetitions of high and low quality controls for a precision run, all results passed specifications. The fse was not able to determine the root cause, but it appeared to be a hardware malfunction. Customer stated that patient treatment was not affected. The fse returned on (B)(6) 11 and reported that the instrument was generating suppressed triglyceride results. After replacing both the reagent probes and the wash collars, the fse found that cartridge chemistry mixer wash station was not properly functioning. The fse then replaced its valve, after which instrument performance was verified to ensure that the services performed effectively resolved the issue. The fse then verified that the precision run and quality controls were acceptable and within range.